Event description:
This pi is for the orif due to periprosthetic fracture. Information received from iis (B)(4) indicates the following: on (B)(6) 2015 had a fracture on femur side requiring orif which got infected. Entire femoral and tibial component removed and spacer placed (B)(6) 2015. Left knee.